Event description:
Additional information was provided indicating that the cause of the oor/service code 2703 was an amplitude setting over 15 ma; the cause of the reported shocking sensation was not determined; the physician reduced the stimulation to address the issue, and the issues are reported as resolved as of now.

Manufacturer narrative:
Continuation of d10: product ID a620 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative that an error message about output not matching settings appeared on the patient¿s handset (patient programmer).  No patient complications have been reported as a result of this event. The manufacturer's representative provided additional information regarding the details previously described. Ts reviewed the out-of-regulation (oor) message and noted that the patient had super-high settings, with the settings at about 16 ma. The manufacturer representative called back to inquire about error code 2703 on the handset. Technical services(ts) reviewed the oor error message. The representative reported normal impedances, and technical services recommended checking impedances at different head positions to account for positional changes. The representative also reported a patient ¿shocking¿ sensation of uncertain location, and technical services noted that brief, intermittent disconnections and reconnections¿sometimes related to head movement¿can cause sensations similar to when therapy is first activated; the manufacturer representative will investigate further.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.